Manufacturer narrative:
(B) (4). (B) (4). The product was discarded at the facility. The lot number was no identified; therefore, a lot history record review could not be performed.

Event description:
Customer reported tubing split inside the pump during the infusion, 200cc prc lost. No pt harm reported. No further pt/event info was provided.